Event description:
The reporter stated that the ok keypad button became intermittently responsive a few weeks ago and was getting worse. The keypad was reportedly intact; the pump was not exposed to water and the patient wore the pump on the outside of her clothing and did not clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
Should have read: "(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings:". The product was investigated on (B)(4) 2012.